Manufacturer narrative:
Investigation summary: three photos of a loose 3ml syringe were received and evaluated. Due to limited resolution in the photos the reported defect was not visible, and no stopper defects were observed. Since no samples displaying the reported condition were received a potential root cause could not be defined. Since no samples displaying the reported condition were received corrective actions are not necessary. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: since no samples displaying the reported condition were received a potential root cause could not be defined. Since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that the syringe 3ml ll euro 200 s/c experienced a defective/damaged stopper. The following information was provided by the initial reporter: while drawing velcade (cytotoxic) from the 3 ml ll syringe: some sort of scratch on the black stopper was observed. No clinical consequence for the patient or the operator. Financial loss of one vial of velcade. Precautionary measures and actions taken: quarantine of the defective syringe.